Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the bvvi was due to a checksum error. The cause of the code corruption was undetermined.